Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfxf103 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "patient port tubing broke and was leaking when flushed. Port needle and tubing removed and patient had to be reaccesses." Additional info. Received 05/05/2022 at what point during device use was the leak discovered (i.e. Insertion, infusion, removal): infusion was the catheter fracture internal to the patient or external? External what was infusion when the leak was discovered? Normal saline any patient symptoms related to fluid leak? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause is currently under investigation. The product returned for evaluation was 20ga x 0.75in powerloc max infusion set. . The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "patient port tubing broke and was leaking when flushed. Port needle and tubing removed and patient had to be reaccessed." Additional info. Received 05/05/2022. At what point during device use was the leak discovered (i.e. Insertion, infusion, removal): infusion. Was the catheter fracture internal to the patient or external? External. What was infusion when the leak was discovered? Normal saline. Any patient symptoms related to fluid leak? No.